Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the nipb module for the vital signs monitor was reading about 10 points too high and the readings were inconsistent. They were using nk cables and cuffs. The device was not in patient use at the time. Investigation summary: the complaint device was returned to nihon kohden (nk) for evaluation and repair. The reported complaint was duplicated, as the pump was not functioning normally. Nk confirmed that the reported incident stemmed from a component failure, as the pump needed replacement due to wear and tear damage over time. In this case, the device was installed at the facility on 09/30/2024, indicating it has aged approximately one year. Aging devices and their components are susceptible to wear and tear damage from mechanical stress due to frequency of use in conjunction with possible user errors from mishandling, misuse by possibly dropping the device, and a possible lack of preventative maintenance. The repaired device was shipped back to the customer. This is an isolated incident at this facility, and there has been no recurrence of this issue since the reported date. Trending for similar issues and devices will continue to be monitored by nk.

Event description:
The biomedical engineer (bme) reported that the nipb module for the vital signs monitor was reading about 10 points too high and the readings were inconsistent. They were using nk cables and cuffs. The device was not in patient use at the time.